Event description:
It was reported that the patient's aortic regurgitation was worsening and the patient was readmitted to the hospital from (B)(6) 2020 for detailed examination including adjustment of pump speed. Cardiac catherization was performed. The clinical values were: central venous pressure (cvp) of 6mmhg, a pulmonary artery (pa) systolic pressure of 19mmhg, a pulmonary artery (pa) diastolic pressure of 10 mmhg, pulmonary capillary wedge (pcw) of 9mmhg and a cardiac output of 3.6 l/min. The causal relationship with the device was clearly related as aortic regurgitation became worse after the lvad implantation.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number vad-62393, and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for vad-62393 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4: corrections.